Event description:
I received an eye infection which required twice daily used of medicinal eyedrops for two weeks and discontinuing use of contacts. I was using amo complete moisture plus as my contact solution at that time. I was not informed that it was an ak infection, but now that I have heard about the recall I am almost positive it was. Dose: 1 oz. Frequency: daily. Route: ophthalmics. Dates of use: 2003 - 2007. Diagnosis: to clean my contact lenses.